Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the distal tip of the black sheath was damaged and the collar of the device was broken. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary post market vigilance (pmv) led an evaluation of one device. Returned device had broken collar attachment prongs. Tip of device was deformed. Device was precluded from functional testing due to damage of device components, where damaged collar attachment prongs prevented full retraction of the outer sleeve. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when excessive and/or improper force is exerted on the collar beyond full deployment point. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the distal tip of the black sheath was damaged and the collar of the device was broken. Replaced by a new device to complete the case. There was no patient involvement.